Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed "battery-out." The customer stated that they had issues with a frozen screen due to issues with the escape button. The customer's blood glucose level was unknown at the time of the incident. The customer was not able to go over the replacement policy on the insulin pump. The customer did not return the product back for analysis, but was advised to change the battery on the device.